Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the harmonic ace instrument was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument with damage to the teflon pad. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace instrument had deformation to the teflon pad. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was checked prior to use. No damage or anything was noted out of the ordinary. The instruments did not collide with one another. No fragment fell inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. It was found that the teflon pad on the clamp arm was lifted off its slot and had thermal damage. Melted char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced.